Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to hyperglycemia on april 2, 2020. The customer¿s blood glucose level was 700 mg/dl at time of incident and sensor glucose level was over 400 mg/dl. Another blood glucose level was 120 and 104 mg/dl. The customer declined troubleshooting. The customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.